Event description:
Attorney representing the dealer notified invacare of a house fire where an invacare oxygen concentrator was placed. The patient died as a result of the fire. There is no allegation that the oxygen concentrator was the cause of the fire.